Event description:
Engineering triggered an investigation based upon a review of field failures involving incorrect device spo2 readings while the device is pacing simultaneously. This could result in an adverse effect to a pt being treated.